Event description:
It was reported that the device battery did not even last three years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. A sigma pace document was inadvertently missed during preliminary testing. The device had gone through functional testing making retrieval of device received state not possible. Concomitant products: 4196-88, lead, implanted: (B)(6) 2004; 6935-65, lead, implanted: (B)(6) 2004. (B)(4).